Manufacturer narrative:
The caller stated that the lead is fully inserted into the header of the competitive device. A boston scientific technical services consultant documented and discussed the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting intermittent pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. There has been no oversensing and no change in threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection confirmed the lead had been severed 10.2 cm from the is-1 terminal pin. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the returned segment.

Manufacturer narrative:
Additional information was received regarding a revision procedure at which time this lead was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.